Event description:
A report was received through the FDA medwatch medical products reporting program that a pt reported being treated in a hosp emergency room for a corneal ulcer that developed over a 24 hour period while using renu multiplus multi-purpose solution. Her eyecare provider provided her with the product in 2006. She discontinued use of the product. According to her physician, the pt sleeps in her contact lenses and developed a 1 mm nonstaining infiltrate diagnosed as a corneal ulcer located in the central 4 mm of the cornea. It was unk if the ulcer was sterile or infectious as a culture was not performed. The pt underwent unspecified medical treatment one and a half months later. As of three months later, the pt had recovered and there was no permanent decrease in visual acuity. The physician did not attribute this event to any specific product.

Manufacturer narrative:
Although this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the mfg facility envoronmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.